Event description:
The customer reported via phone call that they received a no delivery alarm while attempting to prime. The customer stated the reservoir was full. The customer's last known blood glucose was 252 mg/dl. The customer stated they have treated their blood glucose with the insulin pump. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. Troubleshooting also did not find any air bubbles in the customer's reservoir. Customer was advised the insulin pump was working as designed. Customer will be returning the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.